Manufacturer narrative:
Pr 9864030 follow up MDR for device evaluation: two photos and two physical samples were provided to our quality team for investigation. Through visual inspection, markings are missing on the scale, verifying the reported incident. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot initially provided does not correspond to this product, a device history review cannot be performed and additional retained samples cannot be evaluated. While we cannot identify a direct issue, this defect can occur due to a failure in the patters that transfer the ink onto the barrel or an issue with the drying of the ink. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
The '0' for the 30ml graduation mark is missing our UK customer has raised the below complaint: compliant description : the '0' for the 30ml graduation mark is missing/is faint. Please see picture attached. Before use.

Event description:
The '0' for the 30ml graduation mark is missing our UK customer has raised the below complaint: compliant description : the '0' for the 30ml graduation mark is missing/is faint. Please see picture attached. Before use

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.